Event description:
On (B)(6) 2014, the reporter contacted animas alleging a display issue. The reporter stated that the screen visibility was poor. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: the display was found to be dim and pink. Unrelated to the initial complaint, the contrast key was found to be not working; the ok, up and down keys were responsive to testing. There was no damage or peeling to the keypad. The keypad was removed for further investigation and contamination under all the key contacts was found. The battery cap was missing; a test cap was used for all steps and tightened fully. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.